Event description:
I had mesh implanted for an umbilical hernia repair which caused a tremendous amount of pain even months after surgery and required removal due to extreme infections because of it and also caused additional obstruction.